Manufacturer narrative:
Missing UDI. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that site was inaccurate when deep inside the anatomy. Surgeon opted to abort navigation as a result of the issue. There was no impact to patient. There was a reported delay to the procedure of less than an hour as a result of the reported issue.

Manufacturer narrative:
Additional information: unique device identification (UDI) provided. Correction: product and related fields updated to proper value.